Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date, has not been rec'd for eval. If the sample is rec'd, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an abdominal tumor resection, the jaws of the device became stuck and would not open. The device was cut out and another device was used to finish the procedure. There was no pt injury.